Manufacturer narrative:
Visual evaluation of the returned device found that the flare was detached. In addition, the catheter was kinked in the extreme of the strain relief and near to the dongle. Further examination noted that the key and dongle shaft were deformed. The handle cannula was in good condition and there was evidence of the flare manufacturing process present on the catheter. Functional testing could not be performed due to the flare detachment. The flare detached; this condition does not allow the device to be actuated. The review and analysis of all available information failed to indicate the root cause of this complaint.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a colon polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare loop failed to extend. The connection part was detached. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a colon polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare loop failed to extend. The connection part was detached. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of working length detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.